Event description:
It was reported that during a cholecystectomy procedure, the firing was hard and the next clip ejected. The same event also occurred at the next firing. Another device was used to complete the case. There were no adverse consequences to the pt.

Manufacturer narrative:
Date sent: 11/17/2008. Info anticipated, but unavailable at this time.